Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced nausea and vomiting while the cgm was displaying glucose values the patient believed to be within the normal range (specific values not provided). No fingerstick bg measurement was performed at home, and the patient did not take any medications prior to seeking care. Due to worsening symptoms, the patient¿s girlfriend transported him to the emergency room. Upon arrival at the ER, a bg meter reading showed an elevated glucose level of 350 mg/dl, while the cgm displayed 150 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids, IV morphine, and IV zofran. The patient remained in the ER for approximately five hours and was discharged in stable condition with a bg reading of 180 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.